Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-13439, related manufacturer reference number: 2017865-2019-13440. It was reported that the patient presented with infection and an eroded lead from the pocket. The pacemaker and the leads were explanted, a temporary pacemaker and ventricular lead were implanted. Physician does not allege infection was due to device or procedure. The patient was in good condition before, during, and after the procedure.